Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged and there was moisture present in the pump. The alleged issue could not be resolved with troubleshooting.there is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/06/2017 with the following findings: during investigation, the battery compartment was cracked to the left of the bumper pad, at the threads down to the case seal. Rust/corrosion was found in the battery compartment. A leak test was performed and failed due to a battery compartment leak. The pump was opened to find no further evidence of moisture internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.